Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2018-00084. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a routine clinic visit on (B)(6) 2017, which was also the patient¿s 180 day study visit, the patient was noted to have a large amount of drainage coming from the percutaneous lead (drive line). Cultures were sent and came back from the lab as positive. Per infectious disease physician, the patient will remain on oral doxycycline which is being used to treat ongoing sacral wound infection. Additional information: the type of drive line infection was identified as 4+ corynebacterium striatum group. Doxycycline was continued to treat the drive line infection and dakin's solution was added to cleanse the wound. The drive line infection remained ongoing until the patient expired in november 2018, although death was not related to infection. The patient's death was determined to be due to a non-device related cause.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remained in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.